Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that earlier in the day, the customer was inactive and consumed snacks without delivering a bolus to compensate for the carbohydrates consumed. Reportedly, the customer's blood glucose (bg) level was 287 mg/dl, and was addressed with a correction bolus. At the time of the call, the customer had resolved the issue and bg level was at 230 mg/dl. Additionally, the customer reported multiple, minimum fill messages occurred when attempting to load a cartridge. Reportedly, the cartridge had been filled with 250 units of insulin. During the call with tandem technical support, the customer was able to load a new cartridge successfully and resume insulin delivery.